Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital following a syncopal episode. The device was interrogated, however, the cause of syncope was unable to be determined. No additional adverse patient effects were reported.